Event description:
To date no additional patient or event details have been received.

Event description:
The end user reported seven or eight wafers were off centered out of each box of current two boxes. He stated that the location varied, it might be the tape collar or the mass or the barrier opening. He also reported that sometimes it was hard to find good wafers in a box. He might use the wafers if comfortable with three days wear time, but sometimes he did not use them due to leakage concerns. He did not report leakage or skin irritation related to the issue. No photo is available at this time.

Manufacturer narrative:
Device 5 of 15. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).